Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Patient experienced collapse, renal failure. Had emergency surgery where it was found that the bowel was obstructed and mesh was wrapped around the bowel. Mesh was explanted.